Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had damage. Customer's blood glucose level was 125 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that reservoir ring had damaged. Customer stated that the reservoir was not able to lock in place when inserted into insulin pump, it loosed. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass, also broken off and missing end cap, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.